Event description:
The device was used subcutaneously for infusion of salty or sweet serum for re-hydration therapy in a diabetic pt. An abscess occurred two days after the setting of the device.

Manufacturer narrative:
Upon further review of the complaint file for MDR access number 9610847-2010-00029, it was observed that two additional incidents occurred. These incidents will be captured on MDR access numbers 9610847-2012-00008 and 9610847-2012-0009. Results: the sample is not available for evaluation. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for evaluation, a root cause for the problem encountered could not be identified. Internal file number: (B)(4). Date submitted: (B)(4) 2012.